Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no indication of a blank display screen issue in the black box or history. The pump was powered on and the display screen was found to be fully functional with no issues. The reported blank display screen was not confirmed or duplicated during investigation. There were no defects found with display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.